Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2017-sep-18 reported the system was completely explanted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-09-21 reported they were alerted by a healthcare professional (hcp), and neither the pump nor the catheter were returned by explanting hcp. The rep was advised of the explant after the fact. No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown bacl ofen 125mcg/ml for a total dose of 37.53mcg/day and unknown morphine 20mg/ml for a total dose of 6.004mg/day via an implantable pump for spinal pain. It was reported a granuloma was seen on a magnetic resonance imaging (MRI) in the thoracic. The granuloma was suspected to be at the catheter tip. There was no none factors that may have caused or contributed to the issue. The MRI was conducted and showed a granuloma. Actions/interventions included they plan to possibly remove the entire system or replace just the catheter. No complete data was given yet. It was noted that the issue was not resolved at time of report, and patient's status at time of report was "alive- no injury." It was unknown if surgical intervention occurred. The pump and catheter were currently both still implanted. The patient's weight and medical history was unknown. Event date was (B)(6)2017. No further complications were reported/anticipated.